Manufacturer narrative:
D4: UDI and h4: manufacture date are unknown; no serial number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion alarm. The pump alarmed almost immediately after the start. The event occurred while in use with patient at the clinic. There was no reported patient harm. The operator of the device was a health professional.

Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.